Event description:
It was reported when using the pyxis medstation es system, the drawer 8 not detected on bus. The customer stated that the failure occurred while the user was attempting to issue medication and user was able to get medications from a different source. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined issue caused due to failed drawer controller. A field service engineer, replaced drawer modular controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.